Event description:
It was reported that auxiliary control unit watchdog event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed a crack on right plunger case. Unable to duplicate the customer's reported issue. The root cause of the reported issue was not determined. Actions taken to mitigate the reported issue: replaced speaker for preventive measure. Performed preventive maintenance and all functional testing which passed. UDI information is unknown. A corrective and preventative action has been opened to address the reported issue.